Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the filter of a 55cm optease vena cava filter could not be fully deployed inside of the patient. The procedure was completed by withdrawing the filter by the snare. There were no reported injuries to the patient. The indication for filter insertion was prophylactic. There was no thrombus present at the implant site. Pre/post imaging was completed. The size of the vena cava was measured prior to deployment and was 21mm. The shape was smooth and regular. The sheath which comes with the filter was used for access. There was no difficulty delivering the filter through the catheter sheath introduce (csi) or pulling the csi back over the obturator. There was no evidence that the filter was tilted when deployed. One non-sterile unit of an optease vc filter ous, 55cm femoral only was received for analysis. Only the filter was returned for evaluation and it was received expanded with no anomalies that could contribute to the reported event noted. The reported ¿filter - incomplete expansion¿ could not be confirmed. Due to the nature of the complaint the difficulties experienced by the user could not be properly evaluated and the filter was received expanded with no anomalies noted. Procedural and/or handling factor may be related with the reported event and the condition found. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the optease® retrievable filter has been tested and qualified with the accompanying accessories. The use of any other accessory could result in complications and/or an unsuccessful procedure. Determine the diameter of the inferior vena cava at the intended implantation site below the lowest renal vein by injecting contrast medium through the angiographic vessel dilator and using its marker bands as a reference.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the filter of a 55cm optease vena cava filter could not be fully deployed inside of the patient. The procedure was completed by withdrawing the filter by the snare. There were no reported injuries to the patient. The indication for filter insertion was prophylactic. There was no thrombus present at the implant site. Pre/post imaging was completed. The size of the vena cava was measured prior to deployment and was 21mm. The shape was smooth and regular. The sheath which comes with the filter was used for access. There was no difficulty delivering the filter through the catheter sheath introduce (csi) or pulling the csi back over the obturator. There was no evidence that the filter was tilted when deployed. The device will be returned for evaluation.